Event description:
Customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose tablets to address low bg. Reportedly, the customer alleged the wake button was sticking resulting in the low bg. Tandem technical support performed a system check and determined that the button was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.